Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
This pi is for the bakers cyst excision on (B)(6) 2017. The following were reported as failures and included in a report received as proof of milestone on an iis: 2015-021 . The study coordinator does not recall reporting these previously and the information included here is limited to what was in the report: dos: (B)(6) 2016, right pfa; 1. 24/may/2017-bakers cyst excision. 2. On (B)(6) 2017 knee scope-pfa "excellent"; scar tissue debridement.